Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker left knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Neighbor reported patient complaint that something is wrong with his knee, he is experiencing pain. Update as per patient info (B)(6) 2014: patient reported his left knee clicks and when he tries to get up, it hurts. Patient also reported his knee sometimes goes inward when he is walking and it's very painful.

Manufacturer narrative:
The following other devices were added to this report after initial MDR report was submitted: triathlon cr fem comp #5 l-cem; cat# 5510f501; lot# smxnd; triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# zptz; triathlon asym patella a35x10; cat# 5551l350; lot# lbo669; simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# miq048; simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mfq028. Corrected data: an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method and results: no product was returned for evaluation. Insufficient medical records were received for review by a clinical consultant. Further information such as more specific radiological information including clinical examination findings and/or retrieval analysis might all help further to solve this case. The device history review indicated the device was manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there have been no other similar reported events for the lot referenced. Conclusions: clinician review of the available medical records indicated. What exactly has caused failure in this case, the balance between patient-related and procedure-related factors cannot be substantiated in this case due to lack of proper information. The patient¿s moderate overweight ((B)(4)) might have played a secondary role but only in combination with other principal factors. More specific radiological information including clinical examination findings and/or retrieval analysis might all help further to solve this case. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Neighbor reported patient complaint that something is wrong with his knee, he is experiencing pain. Update as per patient info. 9/26/14: patient reported his left knee clicks and when he tries to get up, it hurts. Patient also reported his knee sometimes goes inward when he is walking and it's very painful.